Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2016-00041: plate; MDR 3025141-2016-00042: screw 1; MDR 3025141-2016-00044: screw 3; MDR 3025141-2016-00045: screw 4; MDR 3025141-2016-00046: screw 5; MDR 3025141-2016-00047: screw 6; MDR 3025141-2016-00048: screw 7; MDR 3025141-2016-00049: screw 8; MDR 3025141-2016-00050: screw 9; MDR 3025141-2016-00051: screw 10; MDR 3025141-2016-00052: screw 11.

Event description:
An olecranon plate was implanted and subsequently broke post operatively. Plate and eleven screws will be removed at a future date.